Event description:
This was a vascular intervention performed in the cath lab using a femoral, contralateral approach to access the iliac/cfa. The md was attempting to deliver the sheath up and over the aortic bifurcation. The patient had ipsilateral iliac stents, both of which were placed at the ostium of the common iliacs. Many attempts to advance the sheath were met with resistance in the iliac area, many times; the sheath would prolapse upwards into the aorta. Various guide catheters were tried to utilize the telescope technique to deliver the sheath down to the contralateral common femoral artery. The sheath was only successfully delivered to the common iliac. At that time, the md opted to deliver the quick cross though the sheath all the way down to the popliteal to take an angiogram. With the challenging anatomy and compromised sheath position, the md found it difficult to advance the quick cross to the popliteal artery. After removing the guidewire, the angiogram was performed. After the guidewire was reinserted, the md attempted to remove the quick cross. In the process, the sheath prolapsed into the aorta a few times. After working to reposition the sheath, the removal of the quick cross was tried again. Again, there was difficulty removing the sheath and significant resistance was encountered. While pulling and advancing, a distal piece of quick cross (about 4-5 inches) was torn off and lodged into the common and external iliac. An angioplasty balloon was deployed beside the piece of quick cross, inflated to trap the quick cross into the sheath and all pieces were successfully withdrawn. There were no patient injuries. The quick cross is being retained by the risk management department for an internal investigation. It is unknown at this time the status of its return to the manufacturer.

Manufacturer narrative:
The device was returned to spectranetics on (B)(4) 2012 and the investigation concluded on (B)(4) 2012. The findings were as follows: model # 518-034, lot # fqc11g26c was torn during use after becoming caught on a stent strut. The distal portion that remained in the patient was successfully snared and removed from the patient. Upon visual inspection there was a 4" portion of the distal catheter and the remaining intact proximal portion of the catheter. Just proximal of the distal marker bands there are a series of ridges, indicative of being retracted while stuck on a sharp surface until catheter material exceeded stress limits and tore. There were no issues or non-conformances during an internal lhr review. Device performed as intended.